Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the instrument banana plug was bent to one side. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. Failure analysis also observed that the instrument tube extension pad printing was removed. There were various scratch marks measuring approximately .164 and .111 with light material missing. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the pad printing removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the monopolar curved scissors instrument cautery connection was bent during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.